Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient experienced loss of cortical bone in the humerus due to a possible bone disease. The surgeon did a revision of components to check for an infection and to place new implants with cement.